Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with mobile application (samsung s22, android os: 13, application v. 2.8.4.9335). The customer reported that the high/low glucose alarm failed to sound and the customer experienced symptoms of blurred vision, numb lips, weakness, and loss of consciousness. The customer was treated with juice, gluc-up, sugar-water, and cookie by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported missing missing high alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar configuration and successfully received high and low glucose alarm notifications. The user complaint could not be reproduced. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported an alarm issue with the adc device, with use with mobile application (samsung s22, android os: 13, application v. 2.8.4.9335). The customer reported that the high/low glucose alarm failed to sound and the customer experienced symptoms of blurred vision, numb lips, weakness, and loss of consciousness. The customer was treated with juice, gluc-up, sugar-water, and cookie by spouse. There was no report of death or permanent injury associated with this event.